Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was roughly 1 centimeter.

Manufacturer narrative:
A medtronic representative reported that the patient was larger than normal. As a result, the bone most likely detracted when retractors were placed in the surgical field. It was reported that the surgeon did not perform accuracy checks when this occurred. Medtronic representative went to site to test the equipment. The representative could not replicate the reported issue. A system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. -no parts were replaced,. -no parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure there was an inaccuracy during screw placement.. Surgeon placed two screws accurately then another two in the disk space and it was reported that the surgeon revised the screw placement using fluoroscopy. Representative reported that the surgeon did not perform accuracy checks before proceeding with the procedure.. The procedure as completed with the use of navigation. There was a reported delay of less than 1 hour.